Manufacturer narrative:
The reported event of no lv-output pacing with lead inserted into the header was confirmed. Analysis revealed the lv lead was being blocked from full insertion by the lv-setscrew turned down in the port blocking full insertion of the lead. There are indications that the user/physician had made wrench insertions into the lv-setscrew such that the setscrew had been turned down into a position where the setscrew was blocking insertion of the lv-lead into the port. In lab testing the setscrew was backed out from blocking lead passage into the port. Leads could then be fully inserted into the lv connector port, and the lv-output signal was then present and normal. No device anomalies were found. This was a user related problem.

Event description:
During an initial implant procedure, there was no pacing observed when the left ventricular (lv) lead was inserted into the header of the device. The lv lead was tested on the pacing system analyzer and measurements were acceptable. After multiple attempts of reinserting into the lv port, no pacing was continued to be seen on the device. A header anomaly was alleged. The device was explanted and replaced to resolve the event. The patient is stable with no consequences.